Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 1450 mcg/day; lot number not known by reporter). The patient's indication for pump use was intractable spasticity and a head/brain injury. The patient's most recent refill occurred on (B)(6) 2015. The hcp thought that the pump was over-infusing but did not believe that it was related to a pocket fill or a partial pocket fill at the most recent refill. A volume discrepancy was discovered where the actual reservoir volume was "drops," and the estimated reservoir volume was 9.6 ml which was an out of spec volume. The volume discrepancy was not the result of a programming error. Before (B)(6) 2015, the reservoir volumes had been typically accurate. Normally, the patient was a "very easy refill," and the patient was so skinny the outline of the pump could be seen. The patient was very sensitive when the pump when the pump gets low which is why the hcp brought the patient back with this much expected volume in the pump. The patient was going to be monitored and the hcp was going to evaluate the event for other possible causes for the volume discrepancy. The hcp refilled the patient's pump and left the flow rate the same. The hcp was going to bring the patient back in a couple of weeks to check for pump reservoir volume accuracy. On (B)(6) 2015, the patient experienced symptoms of leg stiffness and squirming and was uncomfortable. The patient had a severe brain injury, was non-verbal, and was almost in a fetal position on a normal day. Additional information has been requested regarding additional medications being taken at the time of the event, cause, and resolution, but it was not available at the time of this report. Additional information from the healthcare professional indicated that the cause of the discrepancy was not determined; however, the symptoms resolved by the pump refill.